Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and motor tests. No motor error alarm was noted. No cosmetic damage was noted.

Event description:
It was reported that the insulin pump alarmed motor error alarm. Customer stated that they do use the sensor feature on the insulin pump. Customer's current blood glucose reading is 175 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.